Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Claim and medical records received. After review of claim and medical records, it was stated that patient was revised to address pain and inability to fully weightbear. The patient fell from the ladder resulting to pain and inability to walk. He was brought to ER and found to have a dislocated hip and a dislodged acetabular component. Revision notes reported abundant scar tissue formation, pseudocapsules, heterotrophic ossification, and osteolysis. The acetabular component was found to had loosened with spinout inferiorly. Radiograph indicated shortening of the femur. Doi: (B)(6) 1993; dor: (B)(6) 2010; left hip.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.